Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The evaluation determined that the unresponsive touch screen was due to a defective lcd module within the device top case assembly. The top case assembly was replaced to resolve the issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed an astral device had an unresponsive touchscreen. There was no patient injury reported as a result of this incident.